Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause cannot be ascertained. However, the likely causes of the event is due to the biopsy valve became broken and partly fell off into channel because as the endo-therapy accessory was inserted obliquely into the biopsy valve resulting in damage. It is also likely that damage occurred during the previous use resulting in the broken piece not being removed due to insufficient or improper reprocessing. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿ by handling device in accordance with the following statement of IFU (operation manual), foreign material in the biopsy channel can be detected prior to use and the suggested event can be prevented: ¿ ¿3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve. ¿ inspection of the biopsy valve: confirm that the slit and hole on the biopsy valve have no splits, cracks, deformations, discoloration, or other damage.¿ ¿ when inserting or withdrawing an endo therapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endo therapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The customers complaint was confirmed. A boroscope was used to inspect the channel and found scrape marks and a tear in the channel. A leak was noted at the scope connector plug unit. A cut was noted on switch #1. The scope¿s angulation was checked and found to low in all directions l=80 u=135 d=70 and r=80. The control knob was noted to have abnormal sound when engaged. Dents and scratches were noted on the scope¿s plastic cover. The bending section glue was found cracked on the cover and insertion tube. Minor scratches and cuts were noted on the scope¿s insertion tube. The objective and light guide lens were both found chipped and scratched. The light tube was found buckled. The cause of the physical damage to the scope cannot be determined at this time. The scope ID chip was checked and displayed 689 total uses. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing a foreign black material, was noted exiting the scope while brushing the channel. The facility¿s endoscopy technician reported that prior to the scope being sent to reprocessing it was used in an unspecified procedure for approximately two minutes, when resistance was felt and the user was unable to insert the instrument into the scope¿s channel. The endoscopy technician observed that the scope was angulated when the user was attempting to insert the instrument. The scope was withdrawn and replaced to complete the intended procedure. There was no patient injury reported. In addition, the endoscopy technician believed that the black foreign material found in the channel may have been part of the scope. The endoscopy technician confirmed that no such black material existed or was in use at the facility.